Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a catheterization device. Visual analysis revealed that the guide wire was severely kinked. The catheter body also appeared to be separated adjacent to the hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed". The IFU also states, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report that the swg kinked due to needle resistance was confirmed through examination of the customer supplied photo. The image showed that the guide wire had become kinked. It was also revealed that the catheter body had become separated directly adjacent to the luer hub. A device history record review was performed, and no relevant findings were identified. The probable cause of the guide wire damage could not be determined upon the information provided and without the actual complaint sample returned for analysis. Teleflex will continue the monitor and trend for reports of this nature.

Event description:
The complaint is reported as: using arrow arterial line kit. Catheter inserted with positive blood return, wire advanced, catheter easily advanced. When removing wire/needle, resistance was met and the catheter tip broke off from the apparatus. (Issue with catheter tip broke off is captured in MFR rpt# 9680794-2020-00490). The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened ra kit containing the actual sample, and one opened ra kit containing an unused sample for evaluation. It was assumed that the unused sample was intended to be analyzed as a representative sample. Visual examination revealed the guide wire was severely kinked and could not be retracted into the needle. The distal weld was fully spherical and intact. Visual examination of the representative sample did not reveal any defects or anomalies. The total length of the guide wire could not be measured as it was stuck within the needle. The outer diameter of the guide wire measured to be 0.432 mm which is within specifications of 0.432-0.457 mm per product drawing. The returned guide wire was unable to advance and retract from the returned needle due to the extent of the damage and biological material. The representative guide wire was able to advance and retract from the representative needle with minimal resistance. A manual tug test of the sample confirmed the distal weld was fully intact. A manual tug test of the representative sample confirmed the distal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The customer report of guide wire/needle resistance was confirmed by complaint investigation of the returned sample. The guide wire was heavily kinked and contained significant biological material, which prevented it from advancing or withdrawing into the returned needle. The sample and representative sample passed all relevant functional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: using arrow arterial line kit. Catheter inserted with positive blood return, wire advanced, catheter easily advanced. When removing wire/needle, resistance was met and the catheter tip broke off from the apparatus. (Issue with catheter tip broke off is captured in MFR rpt# 9680794-2020-00490). The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: using arrow arterial line kit. Catheter inserted with positive blood return, wire advanced, catheter easily advanced. When removing wire/needle, resistance was met and the catheter tip broke off from the apparatus. (Issue with catheter tip broke off is captured in MFR rpt# 9680794-2020-00490). The patient's condition is reported as fine.